Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis, on (B)(6) 2019 with blood glucose level was over 600 mg/dl and treated with insulin pen and intravenous fluid at hospital. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer not using auto mode. Advised customer to return insulin pump used for analysis. The insulin will be returned for analysis.